Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 415 mg/dl, at the time of incidence. Customer reported that the meter stopped sending reading to the insulin pump. Customer reported that they were able to pair the meter with insulin pump successfully. Customer offered with troubleshooting and they declined to troubleshoot. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.